Event description:
It was reported " we received item# s1274108d with expired dates on it. The packing slip states this lot is good until 12/30/20. Customer service informed me this product was re-stickered to reflect the 12/30 date."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information, it was determined that a reportable event had not occurred. The complaint of discrepancy in product expirations dates was unconfirmed and the product met specifications due to an authorized temporary deviation. The reported lot was authorized for extended use in accordance with april 2020 FDA guidance enforcement policy for infusion pumps and accessories during the coronavirus disease 2019 (covid-19) public health emergency. The original expiration date was 06/30/2020. The cases from this lot were labeled with the following statement. "This medical device is being released to expand the availability of infusion pumps and accessories during the coronavirus disease 2019 (covid-19) public health emergency, the use by date of this lot redr2842, with the exception of the component(s) listed below, has been extended to (12/30/2020) in accordance with a design verification data and a product risk assessment conducted per iso 14971 and 21 cfr part 820. The following products have not been extended and should not be used past the original listed use by date: 1: ECG electrodes" the existing labels on the cases showed the original expiration date and the new labels did not cover the existing labels. Since this lot was within the scope of this deviation, the complaint was unconfirmed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2842 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " we received item# s1274108d with expired dates on it. The packing slip states this lot is good until (B)(6) 2020. Customer service informed me this product was re-stickered to reflect the 12/30 date."